Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade IV, "rigid", "difference in the size and touch", "pain", "started to hurt", "chronic inflammation in the tissue", "acute systemic inflammatory process", "patient was scared", and "skin eruptions." Patient also reported "skin and neck allergies", "chronic fatigue", "gluten intolerance", "irritated", "insomnia", "extremely dry eyes", and "mucous membranes"; these are not device related. Device remains implanted.